Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that an implant was placed and at a later date it was removed due to poor placement and incorrect aesthetics. The site was grafted.